Event description:
The customer observed imprecise results for the architect ca 19-9xr on one 44 year old female patient. The discrepant results were not reported out of the laboratory. The customer believes the 38.36 result and reported out that result. The following data was provided: 1. R2304031671s = 38.36 u/ml run (B)(6) 2023 9:24:35 am 2. (B)(6) = 50.14 u/ml run (B)(6) 2023 8:37:46 am 3. R2304031671s = 34.28 u/ml run (B)(6) 2023 7:37:26 am no impact to patient management was reported.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data of architect ca 19-9xr reagent lot number, 43058fp00. The ticket search determined that there is as expected complaint activity for the likely cause lot. A review of complaints determined that there are no trends for the product for the complaint issue. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Historical performance of reagent lot 43058fp00 was evaluated using worldwide data from abbottlink. The median value of the patient population for the complaint lot is within the established limits and comparable to historical reagent lot performance. All field data demonstrating that the lot is performing as expected. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect ca 19-9xr reagent lot number, 43058fp00.

Event description:
The customer observed imprecise results for the architect ca 19-9xr on one sample. The discrepant results were not reported out of the laboratory. The customer believes the 38.36 result and reported out that result. The following data was provided: 1. (B)(6) = 38.36 u/ml run 4/4/2023 9:24:35 am. 2. (B)(6) = 50.14 u/ml run 4/4/2023 8:37:46 am. 3. (B)(6) = 34.28 u/ml run 4/4/2023 7:37:26 am. No impact to patient management was reported.

Manufacturer narrative:
Complete patient identifier information from section a1 = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.